Event description:
Customer reportedly obtained result of 4.0 inr on her coaguchek xs system and 2.8 inr on a professional use coaguchek s system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.